Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.

Event description:
The customer reported that a patient monitored via an mx40 telemetry device and information center ix expired but the ix did not provide an expected red alarm. A patient expired. The customer indicated that the patient was a dnr however further details about this were limited at the time of the initial report.

Manufacturer narrative:
The customer contacted the customer care solutions center (ccsc) for remote troubleshooting support. No onsite evaluation of the device was requested and none was provided. The customer stated that a red alarm did occur which was silenced but the condition continued and did not correct and the staff expected more alarms to be provided. The customer was assisted in how to access the clinical audit logs. The biomed called back to say that he was able to locate the bed alarm information for the timeframe of the incident and said that the audit log posted alarms for this timeframe. The biomed then requested information on how to export the data onto a usb drive. The customer tested the product himself finding that alarms were announced for alarm conditions as expected and if silenced, but the condition continued, the alarm banner stayed in the sector. The customer was called in an effort to access additional information but he did not return the call and the logs were not sent to philips for review.: the customer was provided with instructions to access the clinical audit logs finding that an alarm was in fact provided at the time of the incident. The customer tested the alarms on their own and found the device providing alarms as expected during simulated alarms. The product is operating as expected and remains in use. A dnr patient experienced an event that led to the death of the patient. During this time, the customer was concerned that not all red alarms were provided at the information center ix.. The customer did not allege that the device was a factor in the death but was concerned that the product behavior regarding alarms was not as expected. The customer received only remote technical and application level support to get access to the audit logs finding that alarms were provided at the time of the incident. The customer tested the product himself finding alarms were provided as expected during simulations and it was noted that if an alarm was silenced, the banner persisted but the sound did not keep ringing. The customer was provided with information about how alarms work when silenced and about alarm reminder behavior. The information is not consistent with any product malfunction. This was a user/clinical application related issue.